Event description:
It was reported that "one of our clinicians was performing a pre-hospital emergency anesthesia (phea) on a 5-year-old patient. A blue needle was initially used on the patient, this issued as the needle was too long". Additional information received states "it was noted that the initial io extravasated, another (pink) io was used in the opposite leg. The extravasated io was then removed to prevent it being used again in error. The patient was not conscious at the time (gcs 3). The patient is currently on pediatric ICU - this is not connected to the incident. The patient had existing medical conditions and was already under investigation at gosh. The patient did not suffer any additional harm as a result of the extravasation of the io".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The photos appear to show two different needle sets. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in (B)(6) 2022 and is approximately 1 year old. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed with no relevant findings. The customer did provide photos that appear to show two different needle sets. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported, that "one of our clinicians was performing a pre-hospital emergency anesthesia (phea) on a 5-year-old patient. A blue needle was initially used on the patient. This tissued as the needle was too long". Additional information received states, "it was noted, that the initial io extravasated, another (pink) io was used in the opposite leg. The extravasated io was then removed to prevent it being used again in error. The patient was not conscious at the time (gcs 3). The patient is currently on pediatric ICU. This is not connected to the incident. The patient had existing medical conditions and was already under investigation at (B)(4). The patient did not suffer any additional harm as a result of the extravasation of the io".